Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The initial reporter is unknown at this time.

Event description:
It was reported the patient experienced a csf leak during an implant procedure. In turn, the physician performed a bloodpatch. No additional information available at this time. Device information and concomitant medical products are unavailable now.

Manufacturer narrative:
Device and initial reporter information was unintendedly excluded in the initial report. This report contains missing data.